Manufacturer narrative:
Date received by manufacturer: 10sep2019. Report date: 10sep2019. The data acquisition (da) printed circuit board assembly (pcba) was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During further testing of the da pcba, no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 22jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. It was recommended that the data acquisition printed circuit board (da pcb) be replaced as a preventative measure. The fse replaced the da pcb and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared proximal port disconnect alarms. The device was in use at the time of the event; however, there was no patient harm.